Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the connection port was not fully connected/tightened thus resulting in the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was attempted to be used, however, the device was not able to increase the pressure. Another unit was used to complete the procedure. There was no adverse patient effect. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore, the delay is not considered clinically significant. No additional information was provided.